Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing or cartridge tubing during the load fil tubing sequence. Supply changes were performed resolving the issue. Customer could not recall the past blood glucose (bg) levels; current bg was 72 mg/dl.